Manufacturer narrative:
B3: year of event has been provided; month and day is unknown. Device evaluation: the customer reported problem of ¿internal corrosion¿ was confirmed through visual performance verification testing (pvt) inspection. The cause was battery leakage. Further investigation found the upstream occlusion (uso) seal was buckling. The unit has been deemed to be beyond economical repair (ber). Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿internal corrosion.¿; during device evaluation it was found the upstream occlusion (uso) seal was buckling. Found during testing. No patient involvement.